Event description:
It was reported that the end user has had three nda alarms with the legacy plus. There was no patient involvement or injury reported.

Manufacturer narrative:
No root cause could be determined since the complaint was not confirmed due to the fact no samples, pictures or videos were received to perform a thorough investigation. No lot number was provided; therefore, device history record review could not be completed.

Manufacturer narrative:
Lot number of product not provided to smiths medical.

Event description:
(B)(4) memorial hospital in (B)(4), has had three nda alarms with the legacy plus and the 21-7302-24.